Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 8.0 mmol/l. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the insulin pump ha moisture damage was found at keypad traces. No button error alarms were noted. The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and missing end cap sticker.